Event description:
Reporter indicated that the surgeon implanted a 12mm icm120v4 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2007. Low vault was noted, the lens was exchanged for a longer lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
Visual inspection of the returned product showed the lens was returned dry with a clear surgical residue. No visible damage was observed. A lens work order search revealed there were no similar complaints within the work order. Medical review - clinical studies have shown that toric icl rotation occurs in 0.5% of patients where a ticl has been implanted. Several factors may contribute to this phenomenon (i.e. Patient's anatomical structure, a short lens, haptic, position ect.). According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst, ect). Based on the complaint information, work order search, product evaluation and medical review, a probable root cause of the inadequate vaulting has been determined to be related to inaccuracy of the white to white measurement or mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).